Manufacturer narrative:
Concomitant medical products: the therapy date for the following device is unknown: model: 1192, scs anchor. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-02726. It was reported the patient ((B)(6)) underwent surgical intervention on (B)(6) 2017 to improve coverage in his pain areas. In addition, the patient experienced discomfort (described as burning) in his lower back with stimulation. Intra-operative testing of the lead and extension exhibited high impedances. As a result, the physician explanted and replaced the lead. The extension was explanted without replacement. All issues were resolved following the procedure.